Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported an impedance check was performed with contacts 8-15 being out of range (oor). There were no known factors that may have led or contributed to this. Per the physician¿s request reprogramming was performed using only 0-3 and 4-7 to get bilateral coverage. Following this the issue was resolved. Relevant medical history includes low back and leg pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.